Manufacturer narrative:
It was reported that the explanted ring is available for evaluation; however to date we have not received the sample. Without a lot number a review of the manufacturing records is not possible. Based on the size description that was provided, (B)(4) is documented as the product code of the implant. Based on the information provided the device in question is part of the bard composix kugel hernia patch recall. At this time, without a sample to evaluate no definitive conclusions can be made. If / when the sample is received and evaluated a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that on (B)(6) 2004 the patient underwent the repair of a ventral hernia and was implanted with a ¿19x24¿ bard composix kugel hernia patch. As reported 13 years post implant the patient presented to her surgeon¿s office with a complaint that she could feel ¿something sharp poking at her skin.¿ the surgeon then made a small 1 cm skin incision and removed a 31 cm piece of the mesh ring. The surgeon stated he thought he removed the entire ring. However, based on the reported size of the implanted device it would appear that he did not. As reported, the patient had a CT scan performed after removing the ring and per the surgeon, the mesh repair appears intact and the patient denies any other issues.

Manufacturer narrative:
This is an addendum to the initial MDR to document the receipt and evaluation of the sample. A discontinued segment of ring material was returned for evaluation. The implanted mesh was reported as a 19 cm x 24 cm size, therefore, based on the diameter of the returned ring material, the returned sample was determined be a portion of the inner ring of the mesh. Approximately a 2 inch length of the ring material was not returned. Based on the initial reporter stating, that it was thought the entire ring was explanted, it is possible that about 2 inches of the ring material remains in situ within the mesh portion of the device. The returned segment of the ring did not contain the ring weld section in full. One end of the returned ring sample appears to be from the ring area adjacent to the welded section. Based on the age and reported size of the device the mesh is part of the composix kugel mesh recall undertaken by davol in december 2005. Corrective actions were taken to address welding of the ring. The appearance of the other end of the returned ring segment was noted to be somewhat blunt with material displacement. Based on the available information and product evaluation a definitive cause for the ring separation at this end of the returned segment cannot be determined at this time. The mesh portion of the device remains implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.